Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, insulin pump passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 413 mg/dl. Customer reported that because her insulin pump has been turning off by itself causing high blood glucose. Customer declined to troubleshoot high blood glucose. Customer stated that the batteries were not out of insulin pump greater than duration allowed by the insulin pump. Customer stated that alarm did not occur with first battery installation after customer received insulin pump in shipping mode. Customer stated that the insulin pump alarmed during normal use and insulin pump is not alarming at time of call. The insulin pump will be returned for analysis.